Event description:
Disposable 12-l ethicon laparoscopic clip applier ref# er420 lot# k4d18n was opened to the sterile field, once opened clip applier malfunction was noted by scrub tech and immediately removed from the back table, never touching the patient.endogia 45mm-3.5mm load ref#030455 lot# n2h0229 and endogia stapler ref# egiaustnd lot# p5d0832x was opened to the sterile field and once it was used the staple line was not firing/closing completely in the middle of using on the patient per the surgeon.